Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no cine was possible. Upon functional testing, the fse found that the oil cool gauge or a fitting leaked until unit was empty. To resolve the reported issue, the fse cleaned up the chiller unit and replaced the oil cooling unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that no cine was possible and an error "low load fluoro" was prompted. The device was inside clinical use at the time of reported event and there was a delay of procedure in the procedure. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the cooling unit which resolved the issue. The device was returned to use in good working order.